Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display with auditory and vibratory features. The battery compartment was cracked from the grip pad to the base seal. The bolus button was missing and moisture corrosion was found on the bolus button contact. A leak test showed a leak at the bolus button. No tactile issues were observed with the keypad buttons. Pump was opened and no additional evidence of moisture intrusion was found inside the pump.

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored, the battery compartment was cracked and moisture intrusion was evident in the pump. This report is made based on results of investigation completed on 10/13/2014.